Event description:
Recurrent ventral hernia with mesh infection and some omental herniation. Upon entering perperitoneal space, a large pocket of approx 2 liters plus of purulent material was aspirated and sent for culture. Lower end of mesh broken away and there appeared to be some necrotic omentum/fat within space. Kugel patch/ventral mesh completely excised. Outside ring revealed multiple fractures within ring and in some points where ring was protruding out of the tissue.